Event description:
It was reported that during a ileocecal resection procedure, the proximal part of the staple line was not stapled. Case was completed by additional suture.

Manufacturer narrative:
Information is unavialable; device was not returned for evaluation.